Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 20 stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified that the stent was damaged with proximal strut rows 1 and 2 lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery and right coronary artery. A 3.00 x 20mm synergy ii drug-eluting stent was advanced; however, the stent struts were found lifted when crossing the lesion. The procedure completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery and right coronary artery. A 3.00 x 20mm synergy ii drug-eluting stent was advanced; however, the stent struts were found lifted when crossing the lesion. The procedure completed with another of the same device. No patient complications were reported and the patient's status was stable.